Manufacturer narrative:
(B)(4). Report source: foreign - event occurred in (B)(6). Concomitant medical products: medical product: cocr hd sht nk 28 - 3.5mm 12/14 catalog #: p0206c28 lot #: 00j6337707. Multiple MDR reports were filed for this event, please see associated reports: 3002806535-2019-00777. The investigation is in process. Once the investigation is complete, a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent initial hip arthroplasty and had a closed reduction due to luxation. Subsequently, the patient underwent a revision due to further luxation.

Event description:
It was reported that a patient underwent initial hip arthroplasty and had a closed reduction due to luxation. Subsequently, the patient underwent a revision due to further luxation.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The investigation is in process. Once the investigation is complete, a follow-up MDR will be submitted.